Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 228 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product is available for return. Replacement test strips were sent to the customer.